Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported that after successfully implanting first inframe screw, doctor attempted to implant a second. During implantation the screw properly advanced over the wire, but while tightening down screw both bent/warped and stripped. No reported adverse consequences to the patient.